Event description:
It was reported that during a coronary artery treatment procedure the catheter became stuck on the guide wire. The lesion being treated was located in a 90% stenosed, calcified and severely tortuous arteriovenous fistula of the antebrachial vein. The catheter became stuck on the guide wire. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is reported as good.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was returned with dried contrast inside the shaft and balloon. The guide wire used in the procedure was not returned for analysis. A compatible new guide wire was used to perform functional testing. The guide wire was advanced and retracted throughout the length of the catheter with no resistance encountered. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).